Manufacturer narrative:
(B)(4). Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device had an unspecified malfunction. It was not reported if there were any delays to the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date of this report and date received by manufacturer were documented as may 22, 2017 in the initial report and have been updated to may 18, 2017. The date returned to manufacturer was documented as may 22, 2017 and has been updated as may 25, 2017. Additional information: subsequent follow-up with the reporter, additional information was received. It was reported that the type of surgery was an unspecified foot surgery. It was also reported that the in the middle of the surgery the machine just stopped and exchanging the battery did not show any affect. It was reported that the 2nd machine failed as well. It was reported that the surgery was delayed by 10 minutes. It was reported that the surgery was successfully completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date returned to manufacturer was documented as may 22, 2017 in the previous report and has been updated as may 25, 2017. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the handpiece did not run, the motor was malfunctioning and the motor has dead spots (not connected or interrupted) on the collector. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to false and defective construction/design. If additional information should become available, a supplemental medwatch will be submitted accordingly.